Event description:
It was reported that while the doctor was advancing the lens, it became stuck in the injector. The incision was enlarged to removed injector lens. Backup lens was implanted with no issue. Patient's outcome was good.